Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was exhibiting high out of range right atrial (ra) lead impedance measurements and noise. Technical services (ts) was consulted, reviewed possible reasons and recommended further lead testing. This crt-d system remains in service. No adverse patient effects were reported.